Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient was unable to connect to the implantable pulse generator (ipg) of the deep brain stimulation (dbs) system to restart their therapy after undergoing an electrocardiography (ECG) procedure. It was stated that the patient attempted to recharge the device and felt overstimulation flow through her body and seized the attempt to charge. The physician attempted connecting the remote control to the ipg and was unable to do so. The patient underwent a revision procedure in which the ipg was replaced and is doing well post operatively.